Event description:
Information received indicates the battery is not holding a charge although the battery led was lit indication a charged battery.

Manufacturer narrative:
The battery was replaced to repair the bed.